Event description:
It was reported the patient¿s device stopped working at the end of (B)(6) 2013 or the beginning of (B)(6) 2014 when the patient was in (B)(6). It was stated the healthcare provider was not getting any response from the clinician programmer or patient programmer. It was noted when the patient¿s device stopped working the patient tried to turn up the intensity but only heard the triple beep.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 031a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 3889-28, lot# j0315953v, implanted: (B)(6) 2003, product type: lead. (B)(4).